Event description:
Reporter alleged obtaining a discrepant blood glucose result of 200-299 mg/dl back to back with a result of 150-159 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he took his normal diabetic medication about 10 minutes after the results which he reported as being 50 units of lantus and 40 units of novolog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.